Manufacturer narrative:
Additional information: a2, b5, b7, d10. B5: upon follow up, pd therapy was discontinued and catheter is removed, patient shifted to hemodialysis (hd) till the recovery of the events. It was reported that the patient recovered from the events on an unknown date. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. The same day as the event onset, the patient was treated with vancomycin injection (1gm, every 4th day, intraperitoneal, discontinued) and ceftazidime injection (1gm, once daily, intraperitoneal, discontinued) for peritonitis. On an unknown date, pd therapy was discontinued, the pd catheter was removed and the patient was transferred to hemodialysis, ongoing. At the time of this report, the patient has not recovered from the events. No additional information is available.